Event description:
A customer reported an issue with a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with a pump reset, after which the error did not reappear.